Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap transfer set was torn off which resulted in internal leakage. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo did not show visual evidence of the reported problem. There was not enough information to duplicate the event or determine if the product failed or met specification. Should additional relevant information become available, a supplemental report will be submitted.